Manufacturer narrative:
Sample type was serum. Sample collection and centrifugation information were not provided. Qc was within established ranges. Bci field service engineer (fse) replaced bent cc sample probe and bent reagent probe a cc sample syringe due to observation of minute solid substance sitting on top of plunger, both mixer paddles due to faint scratches on both. Any cracked / dirty cuvettes. Fse adjusted low pressure setting to just below 10 psi using low pressure regulator on hydro. Fse verified low pressure setting was still in nominal range. Fse performed a cuvette all wash, verified no dirty cuvettes, redid cc sample probe rotary to cuvette and cuvette height alignment, redid cc sample mixer rotary to cuvette and cuvette height alignment, redid cc reagent mixer rotary to cuvette and cuvette height alignment, verified reagent probe a for center alignment in cuvette, verified reagent b for center alignment in cuvette, and ran qc.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 800 pro synchron chemistry analyzer generated an erroneously high creatinine (cr-e) result for one (1) patient. The result was reported out of the lab. Repeat testing generated a lower result and the report was amended. No change to patient treatment or diagnosis was reported.